Event description:
Boston scientific received information that this patient expired due to sepsis. Additional information was received from the field representative that the patient has had no device procedures since the original implant two years ago. The field representative did not believe the device was involved in the patient's sepsis.

Manufacturer narrative:
The lead was not returned to the field representative. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.